Event description:
The user facility confirmed no patient injury occurred, associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and to include additional information obtained from the customer. Updates to sections b5, e2, e3, h4 and h6. The device history record for the subject device was reviewed. No anomalies were noted which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable due to user handling. As stated in the instructions for use, as a preventive measure: · "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." · "be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back particularly." Investigation activities have been opened to manage the actions related to the initial report and any required MDR reporting.

Manufacturer narrative:
The device was returned to the service center for evaluation. The reported image malfunction was confirmed as the image comes on and off intermittently due to a defective cable unit. The device was repaired to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the user facility's high definition camera head reportedly had "no image, not working, image is intermittent" during preparation for use. No patient involvement or harm was reported.